Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the initial patient code of, capsular contracture, submitted in the initial was not an accurate representation of the events that the patient experienced. As a result, the patient codes pain, tissue damage and no code available for anisomastia were added. The device code, material rupture was also inaccurate, so the device code adverse event without identified device or use problem was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile 375cc saline prostheses experienced her left breast prosthesis getting smaller post procedure; as well as being to feel the prosthesis in her breast with some pain. Lumps around the areola of the right breast was also indicated. At the time of this report, mentor has received no information regarding explantation or expected explantation date. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-07345 for the contralateral prosthesis.